Event description:
It was reported that the customer was hospitalized due to high blood glucose of 24mmol/l and ketones. Troubleshooting was performed. It was stated that the customer's blood glucose was 9.7mmol/l while stating at the hospital, being disconnected from the insulin pump, and using the insulin pen. The alarm history was reviewed and found multiple error alarms. The high pressure and self test were performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with alarm during self test due to faulty connector on radio frequency board. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked resevoir tube window and missing end cap sticker.